Event description:
An external fixation system was applied to perform a tibial bone transport (date of surgery not available). Ten months into treatment, a bone screw broke. The event did not have any adverse effects for the pt. No add'l info is available.

Manufacturer narrative:
The returned screw was examined by an outside laboratory. No microstructural anomalies were identified in the material composing the examined screw. Signs of corrosion, attributable to the use of aggressive detergents, were observed. The laboratory's conclusion is that the bone screw broke due to fatigue bending. Joint evaluation of the incident by dept, the product line specialist and the surgeon, resulted in the following findings: use of this device in bone transport generates significant loads on the screw. The bone screw was imperfectly positioned resulting in the generation of an excessive load on the screw, and failure to use the recommended drill (4.8mm dia.; 3.2mm dia. Was employed). These factors may have contributed to the screw breakage. On the basis of the above analysis, the event that occurred is attributable to the use conditions of the device.